Event description:
It was reported by service report that in zoom mode, the wheels lock up. The head left, foot left, and foot right casters are locking up when in drive or neutral. No pt involvement or adverse consequences are reported.